Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2021-00051 and 3008264254-2021-00004. Complaint conclusion: as reported by the field, during a stent-assisted coil embolization of the right internal carotid artery, the stent of a 4mm x 23mm enterprise 2 (encr402312, 6203167) could not advance through the prowler select plus microcatheter (mc). The physician tried and failed, withdrew the stent outside of the patient¿s body. The surgeon pushed the stent, and it was deployed. There was not patient injury reported. The stent was changed to a new one to complete the surgery. No patient injury was reported. Additional information received indicated. The enterprise was able to be removed through the mc. It was also necessary to remove the prowler select plus. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. Only the delivery wire of a non-sterile unit enterprise2 4mmx23mm was received at cerenovus inside of a pouch for evaluation. The delivery wire was inspected, and it was found in good normal conditions. The functional analysis could not be performed due to only the delivery wire was returned for evaluation. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6203167. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The visual analysis of the returned sample revealed that only the delivery wire was returned for evaluation, it was inspected, and it was found without damages. The functional test could not be performed since only the delivery wire was returned for evaluation. With the information available and without the complete device returned for analysis, the reported customer complaint of ¿delivery wire ¿ impeded in microcatheter with loss of cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Impeded in microcatheter is a known potential issue associated with the use of the enterprise 2 vascular reconstruction device. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contain the following directions for use: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the entire return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted coil embolization of the right internal carotid artery, the stent of a 4mm x 23mm enterprise 2 (encr402312, 6203167) could not advance through the prowler select plus microcatheter (mc). The physician tried and failed, withdrew the stent outside of the patient¿s body. The surgeon pushed the stent, and it was deployed. There was not patient injury reported. The stent was changed to a new one to complete the surgery. No patient injury was reported. Additional information received indicated. The enterprise was able to be remove through the mc. It was also necessary to remove the prowler select plus. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device.